Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time.root cause: could not duplicate with retains.source: phone.

Event description:
1 suspected false positive sofia flu b result for 1 symptomatic patient. No confirmatory testing reported done. Customer questioned results as patient did not have "classic flu symptoms".